Manufacturer narrative:
The device has not been made available for evaluation. Should further information of the device become availabe, a follow-up report will be issued.

Event description:
Consumer alleges her husband was trying to scoot back in the seat when the chair allegedly tipped over backwards.

Event description:
Consumer alleges her husband was trying to scoot back in the seat when the chair allegedly tipped over backwards.

Manufacturer narrative:
The returned product could not be correlated to the alleged incident via functional testing and normal positioning.